Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion 8cm from connector pin. The metal of the sensing coil was exposed at this location. This abrasion is consistent with that caused by friction to the ICD can. The reported oversensing could occur when the exposed metal of the sensing coil comes in contact with the ICD can.

Event description:
It was reported that the patient recevied shocks due to oversensing. Lead was explanted.